Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular lead exhibited high capture threshold. The left ventricular lead was explanted and replaced. The patient was in stable condition.